Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the transmitter was not charging properly. Customer's blood glucose was 58 mg/dl and customer treated his low blood glucose with food, blood glucose was raise to 81 mg/dl. Customer called back the second time reporting his blood glucose was 48 mg/dl. Customer will not be returning the device for analysis.